Event description:
An arjo representative was informed by a nurse that a patient who was using the citadel plus bed frame was found on the floor and the nurse was not certain whether the fall was related to side rails. No injury occurred. No medical intervention was needed. The interviewed nurse was unsure if the bed side rails were used at time of the event. The event was unwitnessed therefore it was also unknown if the patient fell from the bed or he lost body balance at time of exiting the bed. The arjo representative arrived to the customer facility to inspect this bed frame because a service call was opened by the customer due to not working a bed exit alarm.

Manufacturer narrative:
An arjo representative was informed by a nurse that a patient who was using the citadel plus bed frame was found on the floor and the nurse was not certain whether the fall was related to side rails. No injury occurred. No medical intervention was needed. The interviewed nurse was unsure if the bed side rails were used at time of the event. The event was unwitnessed therefore it was also unknown if the patient fell from the bed or he lost body balance at time of exiting the bed. The arjo representative arrived to the customer facility to inspect this bed frame because a service call was opened by the customer due to not working a bed exit alarm. This alarm can be set by the bed¿s operator to inform about an undesired patient movement. The bed frame was inspected. The control panel displayed aes (anti-entrapment system) alarm. It means that when the bed deck was lowering, the bed sensed an obstacle under the bed and the bed stopped lowering movement and lifted the deck slightly to allow the obstruction to be removed. In this case, the aes alarm was triggered by hanging bed sheet. Once it was removed, the bed worked correctly. The exit alarm was set and functioned as intended. Also all other functions including side rails worked properly. The interviewed nurse was instructed how to set alarm correctly to avoid similar issues in the future. According to instruction for use (831-374_en): ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ ¿it is recommended that side rails (if used) be locked in the full upright position when the patient is unattended." The bed frame if equipped in the exit detection (varizone patient movement) ¿the patient movement detection system can be set to alarm when undesired movement of the patient occur.¿ the full instruction how to set alarm is described in the IFU. In summary, the patient was found on the floor next the arjo device, however there is no certainty how the patient fall. The bed exit alarm was not triggered because it was set incorrectly. The device evaluation did not reveal any malfunctions. Although no injury occurred, the complaint was assessed as reportable in abundance of caution due to indication of patient¿s fall.